Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted. This report is submitted on september 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the device was explanted (date not reported) due an unknown reason. Additional information has been requested but has not been made available as of the date of this report.